Manufacturer narrative:
The device history record (DHR) for lot 16l033962 indicates that there were zero (0) defects found in samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Potential root causes could include a burr on the folding paddle/fingers that could have snagged the gauze or the improper use of the product by the customer. The product is designed for use in the folded 4 x 4, 16 ply configuration. If ripped apart, the gauze weave structure becomes compromised and broken. This can lead to fraying edges and small strings to be dislodged from the sponge. Ripping the product apart may result in release of loose fibers and could decrease the effectiveness of the product. A corrective and preventative action (CAPA) request was submitted and rejected due to the low occurrence rate of the reported issue. The dhrs for all machines that run this code were updated to require the inspection for loose threads in addition to the inspection at the wip level. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/27/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the item inside custom pack is frayed and leaving fibers behind.